Event description:
The facility reported a broken door. Information was not provided regarding whether or not the problem occured during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. According to the facility representative, no patient injury or medical intervention had been reported related to the device. No additional information was available.

Manufacturer narrative:
The device has not yet been received from evaluation. When the pump is received for evaluation, a follow-up will be filed upon completion of the evaluation or if additional information becomes available.